Manufacturer narrative:
The handpiece was not returned for evaluation. A serial number was not provided; therefore, the sterilization and lot history records could not be reviewed. We were unable to determine root cause(s). The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported a patient sustained a corneal burn. The incision was 2.0mm which required a suture to close the wound. The phaco hand piece appears to have intermittent blockages that lead to a plume of smoke in the eye. No additional medication was required post-operatively. The products used are not available for return.